Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the light ring is damaged. Functional inspection was performed and showed the handpiece would not turn.&nbsp; the console powers up fine. Root cause is determined be contact with another source.&nbsp; a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture.&nbsp;a complaint history review found other related failures.&nbsp; this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the interface port is defective and front bezel gasket is damaged. No harm or injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the light ring is damaged. Functional inspection was performed and showed the handpiece would not turn. The console powers up fine. Root cause is determined be contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.